Event description:
(B)(4) has rec'd a complaint from one of our customers alleging that a pt fell out of the commode chair and broke his hip. The pt went to hosp five days later and was treated for the broken hip. This MDR report is based on the customer complaint.